Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device "does not work." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.